Event description:
It was reported that the patient exhibited decubitus. It was noted the skin above the device was very thin and reddened. It was also noted that the implantable cardioverter defibrillator (ICD) was adherent to the surrounding tissue and there was erosion of the ICD pocket. The ICD was explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).